Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise creating false atrial tachy response (atr) episodes. The health care professional was provided troubleshooting options. The ra lead remains in service at this time. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).